Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect(s) of angina and stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 the patient was hospitalized due to chest pain. On (B)(6) 2014 a 3.00x23mm and a 3.50x23mm xience xpedition stents were implanted in an 100% stenosed lesion in the proximal and middle of the left anterior descending artery. The patient was discharged on (B)(6) 2014. On (B)(6) 2019 the patient was re-hospitalized due to chest pain. On (B)(6) 2019 coronary angiography was performed and showed plaque in left main opening and 100% restenosis in stents in the proximal and middle left anterior descending artery (lad). The angiogram also showed 75% stenosis in diagonal coronary artery, 100% stenosis in the second diagonal artery, 70% stenosis in the middle of left circumflex artery (lcx), 60% stenosis in the middle of right coronary artery (rca), the stent in the distal segment and the stent rca-pla are unobstructed. Balloon dilatation was performed in the lad lesions. The event was possibly related to the device. The patient was discharged from the hospital on (B)(6) 2019 after improvement. No additional information was provided.

Manufacturer narrative:
The additional xience stent referenced in b5 is captured under a separate medwatch report.

Event description:
Patient ID: (B)(6).